Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. No audio or beep and no constant tone during testing. Insulin pump received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unresponsive keypad and buttons, and the device was sounding a constant tone. The customer's blood glucose was unknown. The customer tried several times to replace the battery but the issue persisted. The discontinuation of the device was advised. Nothing further was reported.